Event description:
Related MFR report: 1627487-2020-22591.

Manufacturer narrative:
The broken wires are consistent with the lead being subjected to an overstress condition while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-22591. It was reported the patient experienced reduced efficacy from the scs system stimulation. Upon system diagnostics high impedance across multiple lead contacts on one of the leads was noted. Reprogramming of the patient's scs system using the second lead did not provide benefit to the patient. Consequently, surgical intervention was taken and the leads were revised. The model 3186 lead was identified with the higher impedance. However, the physician decided to replace both leads during the procedure. The patient reported good pain relief 24 hours postoperative.